Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for multiple ventricular tachycardia (vt) episodes occurring on the same day. The device reached therapy exhaustion for at least one of these episodes. A request was made for technical services (ts) to review the case. These episodes occurred approximately two years prior to the submission of this request. Additionally, ts was asked to evaluate whether there had been any recent changes in shock impedance measurements for this patient. No adverse patient effects were reported. The ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.